Manufacturer narrative:
An evaluation of the devices cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "this patient had a total knee replacement and was having pain. He went back to the doctor approx. (B)(6) 2011 and as the doctor was putting a needle in his knee he stated he should have resurfaced the knee cap. The patient now walks with a cane and cannot work. His mobility has been severely decreased. The patient was told that his surgeon was "disbarred" a number of times.